Event description:
After starting to use my dream station CPAP I noticed my migraines were almost daily and my congestion issues seemed to be getting worse. I blamed it on allergies at first. As time went on I thought it smelled when I used it. I changed out my filters as recommended but it still smelled. I have tried 3 different masks due to headaches. I have been going to the ent, allergist, gi dr, pain dr for shots for migraines, and eye dr. At wolfe eye clinic. My symptoms are flushing, flushing with sweating on occasions, episodes of rapid heartrate, nausea, diarrhea, severe stomach cramping, keratitis, ear aches, migraines, fatigue, sinus congestion, breathing issues, facial swelling and allergy issues. The allergist has confirmed that I have histamine intolerance. I am hypersensitive. I am currently receiving trigger point injections every 2-3 weeks for headaches. Allergy meds h1 and h2 antihistamines. Rx for my ears, eyes, nose, nausea, diarrhea, and cramping. I have been referred to the university of iowa hospital for an evaluation because my gi and the wolfe eye clinic think it may be a systemic condition due to global inflammation. I have been having blood work done by various doctors as well to rule out other conditions. My doctors are treating symptoms but feel I need a systemic workup to see if all of these issues may be related. I was notified yesterday at around 3:30 pm by my CPAP medical supply company that my machine had a recall when they called to tell me they approved my request to lower my pressures. It went from 10-15 down to 8-12. After reading information on the FDA recall site I am wondering if my issues are due to my CPAP machine that today I discovered is one recalled. I did register it online today. I have also had my home checked for mold and other toxins while grasping for answers to my medical symptoms. FDA safety report ID # (B)(4).